Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the difficulty removing the device due to interaction with the anatomy (chordae) in this incident could not be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions, and due to the clip interaction with the chordae, causing a chordal rupture. It should be noted that the reported patient effect of chordal entanglement/rupture/mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. One of the three devices experienced difficulty removing the device due to interaction with the anatomy; however, it was unknown which device lot. As such, an lhr review was performed for all three reported device lots. The unique device identifier (UDI) number, expiration and manufacturing dates of each of the 3 clips are as follows: 1st device (lot # 70615u243): date of manufacture: jun-2017 expiration date: 16-jun-2018 (B)(4). 2nd device (lot # 70228u170): date of manufacture: mar-2017 expiration date: 01-mar-2018 (B)(4). 3rd device (lot # 70315u232): date of manufacture: mar-2017 expiration date: 16-mar-2018 (B)(4).

Event description:
This is being filed to report that the clip got caught in the chordae resulting in tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system (cds) was advanced to the mitral valve, reducing mr to 3-4. The second cds (lot # unknown) was advanced to the mitral valve, however during steering the clip got caught in the chordae, a chordal rupture occurred and mr returned to 4. The clip was able to be removed from the chordae and was deployed, reducing mr to 3. It is unknown which clip had the interaction with the chordae 70615u243, 70228u170, or 70315u232. A third clip was implanted without issues, however due to the chordal rupture, mr remained at a grade of 3. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.